Event description:
The device was used on a pt during air transport. The pt was diagnosed as asystolic. The operator attempted to administer external pacing with the device. The device pacing feature allegedly failed to function and a warning message was displayed on the monitor screen. The operator could not recall the details of the warning message. The pt's rhythm subsequently changed to ventricular fibrillation and the operator attempted to administer a defibrillator shock. The device allegedly failed to deliver the shock to the pt and displayed the message "shock abnormal". The operator cycled device power several times and attempted to administer a shock each time. The device reportedly failed to deliver the shock to the pt each time and displayed the message "shock abnormal". The pt was not resuscitated. The reporter did not know if the reported malfunction may have affected the pt's outcome.